Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech needs help on error on 8100 bd unit serial # (B)(4). Case resolution: tech has ail error on 8100 unit which has to with the air in line sensor, explain to tech he may have to replace senor but first he can clean the ail sensor, check the connector and try the test again if error comes back up the ail sensor will have to be replace. Once replace and still get same error unit has to come in for services repair. Tech thank me for my assist.